Event description:
It was reported that the patient was having low flow alarms on (B)(6) 2022 after a bedside procedure. A review of the log files by technical services found multiple sustained and unsustained low flow alarms with high pulsatility index (pi) events. The patient had melena, low hemoglobin, and low mean arterial pressures (maps). The patient had an esophagogastroduodenoscopy (egd). The low flow alarms resolved after the patient received multiple blood transfusions and was given levophed. The patient was intubated with no distress at the time of the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed transient low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 liters per minute (lpm). Of these faults, many lasted over 10 seconds and low flow alarms were triggered. No other atypical events were captured. The pump appeared to function as intended at the set speeds. Additional information revealed that the bedside procedure was an esophagogastroduodenoscopy (egd). The cause of the low flow alarms was melena, low hemoglobin, and a low mean arterial pressure (map), which was not device related. At the time of the low flow alarms, the patient was intubated and in no distress. The low flow alarms resolved after multiple transfusions and levophed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU) section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.